Event description:
Patient underwent revision procedure for a right tibia nonunion. A 4.5mm lcp proximal tibia plate was implanted along with allograft bone graft and op-1. Patient experienced increased pain and swelling and subsequent x-ray taken shows broken plate and possible broken screws. Patient was returned to the or for removal of broken plate and broken screws and placement of another 4.5mm lcp proximal tibia plate with iliac crest bone graft and op-1.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned. Manufacturing records cannot be reviewed without a lot number.